Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2020 due to intermittent low flow alarms. The hospital performed transthoracic echocardiogram (tte) that showed a bad unloading of the left ventricle (lv). The aortic valve was opening every beat and the patient's ejection fraction (ef) was evaluated and found to be 25%. The hospital performed an angio CT scan that showed a stenosis of 70% in the outflow graft. This was most likely thrombus, according to the radiologist. The hospital decided for conservative treatment, with optimization of medication. No surgical intervention was performed and the patient was reported as stable.

Manufacturer narrative:
Section d4, h4: additional information: manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed through this evaluation as no images of the thrombus were provided and the device was not returned. Additionally, the reported low flow alarms could also not be confirmed through this evaluation as no log files were submitted for review. A specific cause for the alarms and a direct correlation to the suspected outflow graft thrombus could not be conclusively established. Furthermore, a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not be conclusively established through this evaluation. The account communicated that the patient was admitted to the hospital on (B)(6) 2020 due to intermittent low flow alarms. CT scans reportedly showed a 70% stenosis of the outflow graft which was most likely due to thrombus. No images were provided by the account. The hospital decided to continue with conservative strategies with optimization of medications. It was reported via the patient outcome that the patient was explanted on (B)(6) 2020. The hospital had reportedly stopped the patient¿s pump and closed the outflow graft with an occluder device due to suspected thrombus. The patient was to continue without circulatory support; however, the patient ultimately expired on (B)(6) 2020. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas IFU, rev. A, via customer order (B)(4) on (B)(6) 2016. This IFU lists peripheral thromboembolic event and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Of note, heartmate 3 lvas IFU, rev. B, additionally lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction¿, and section 6, ¿patient care and management¿, of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures", under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5, under ¿implant procedures¿, additionally warns to "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 6, under "anticoagulation", contains information regarding the recommended anticoagulation therapy (including inr range) for patients using the device. The heartmate 3 lvas IFU also contains sections on pump flow, pump speed, pulsatility index, and pump power in section 4, ¿system monitor¿ under ¿clinical screen¿. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿, provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lvad was explanted on (B)(6) 2020. The hospital stopped the pump due to the thrombosis and closed the outflow graft with an occluder device. The patient remained without circulatory support and ultimately expired on 05jun2020.